Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in clinic for a follow-up visit and an echocardiogram captured that they had pericardial effusion. The patient was admitted to the hospital with symptoms of shortness of breath. There were no left ventricular assist device alarms and no log files available. The patient had pericardiocentesis while inpatient.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists pericardial fluid collection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.